Event description:
It was reported that while the ventilator was plugged into a wall outlet on standby, the actual plug that connects to the wall socket caught fire. An extinguisher had to be used to put out the fire and entire floor had to be cleared. (B)(4)

Manufacturer narrative:
(B)(4)